Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® fx 5mg 4mg plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: underfilled tubes when taken from pic lines. "I am an IV access specialist nurse working in a cancer centre. My role involves all aspects of IV access including PICC insertion and IV access complications within the hospital and surrounding community. In the hospital we use the bd vacutainer 2ml (grey top) ref 368920 to collect blood glucose samples. I have noticed that when these samples are being collected from a PICC line, port or hickmann line the blood draw is very slow and a lot of the time it stops with only 1 or 2 drops in the bottle which is not enough for processing. This results in us having to manually syringe out the blood from the line and place it in a new bottle to be sent away. This adds extra cost and time for taking bloods."

Manufacturer narrative:
H.6 investigation summary: no customer samples and or photos were received in support of this complaint. Therefore, 10 production lot retention tubes from the bd inventory were functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode no samples were received, and the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® fx 5mg 4mg plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: underfilled tubes when taken from pic lines. "I am an IV access specialist nurse working in a cancer centre. My role involves all aspects of IV access including PICC insertion and IV access complications within the hospital and surrounding commuity. In the hospital we use the bd vacutainer 2ml (grey top) ref 368920 to collect blood glucose samples. I have noticed that when these samples are being collected from a PICC line, port or hickmann line the blood draw is very slow and a lot of the time it stops with only 1 or 2 drops in the bottle which is not enough for processing. This results in us having to manually syringe out the blood from the line and place it in a new bottle to be sent away. This adds extra cost and time for taking bloods.".